Event description:
It was reported that during testing conducted at the manufacturer facility, the device was determined to be running without user activation. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.